Event description:
It was reported that the permanent cautery hook instrument snapped. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation observed the instrument conductor wire had been damaged. Engineering also found evidence that the instrument had previously arced due to the damaged conductor wire. It was determined that due to the burnt material in the instrument yaw pulley, the cable crimp had slipped and became exposed, thus creating the "snapped" appearance reported by the customer. The instrument was returned with no missing components. Based on the evidence of previous arcing, engineering concluded that the instrument may have arced during a previous surgical procedure.